Manufacturer narrative:
E1: facility name "(B)(6)" h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing found that the pump records error code 41786, which points to a faulty printed wire assembly (pwa). Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's pwa was faulty. The pwa was replaced.

Event description:
It was reported that the pump is broken. Per reporter, the event took place in the hospital, there was no patient involvement, and no patient harm/adverse event was reported.